Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lower anterior resection, the surgeon used two different reloads to perform a complete a mesocolic excision and rectal dissection. The covering stoma was constructed to transverse colon and operation was completed with no problem. Thirteen days after the operation, the patient had a fever and was diagnosed as suture failure by CT and barium enema. Drainage was used for recovery. The patient was discharged on day 29.